Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mr, mitral valve injury (tissue damage), and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. The reported patient effects of tissue damage (leaflet tear) and worsening mitral regurgitation (mr) appear to be a result of the slda; the reported dyspnea was likely a symptom/secondary effect of the worsening mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report that the clip detached from the posterior leaflet, and remained attached to the anterior leaflet, resulting in leaflet tear and increased mitral regurgitation, which required an additional mitraclip for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 3. One clip (60503u248) was implanted, reducing the mr to 2. On (B)(6) 2017, the patient returned to the hospital with shortness of breath. Echocardiogram was performed, which found that the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). It appeared that the clip had torn out of the leaflet, and the mr had increased to 4. Leaflet damage was suspected, but not confirmed. On (B)(6) 2017, a second mitraclip procedure was performed for treatment. One clip was implanted lateral to the slda clip for stabilization, and the mr was reduced to 2-3 with a good patient outcome. No additional information was provided.